Manufacturer narrative:
Currently it is unknown whether or not the device may have caused or contributed to the event as no product has been returned. The device will be returned for analysis and further information will follow once the analysis has been completed. No conclusion can be drawn at this time. (B)(4).

Event description:
Customer reported via phone call to have received a lost sensor and that insulin pump was no longer receiving data from meter. Customer's blood glucose was 266 mg/dl. During troubleshooting, it was found that insulin pump received a radio frequency failed self-test. Customer was advised that insulin pump would need to be replaced.

Manufacturer narrative:
The insulin pump alarmed during self-test, low sensor alarm and failed to communicate with test glucose meter due to faulty connector at remote frequency board. The insulin pump received with cracked reservoir tube lip noted.